Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the laser probe tip did not insert into the trocar cannula during a surgical procedure. The laser probe was exchanged to complete the procedure with no harm to the patient.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, product was returned for evaluation. The probe was manufactured on february 21, 2018. There were (B)(4) paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The probe was received for evaluation. The sample was inserted into a 25ga trocar cannula and passed through with no noticeable resistance. The sample¿s outer cannula diameter was measured, with an outer diameter min/max values of 0.0200 to 0.0205 inches, the sample¿s outer diameter was measured to be 0.0201-0.0202, meeting specifications. The sample¿s cannula and nitinol length was measured using the 25ga needle length gauge, where the cannula and the nitinol length were found to meet specifications. The sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).